Manufacturer narrative:
The initial report stated, "the questionable results were not reported outside of the laboratory." Clarification was received that "the questionable results were reported outside of the laboratory." The field service engineer replaced all pinch valves and measuring cells. After the service visit, no further issues occurred, however, the specific cause of the event could not be determined.

Manufacturer narrative:
The customer replaced the pinch valve tubing and the issue persists. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay, elecsys assay, and elecsys folate iii assay results with the cobas e 801 moldue. The following are 3 examples of questionable results provided: the initial tsh result was 0.20000. The repeated result was 278.00000. The initial result was 20.00000. The repeated result was 3.20000. The initial folate result was 37.00000. The repeated result was 15.90000. The units of measure were not provided. It is unclear if the results are from the same patient or different patients. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.